Event description:
Pt treated with an lcp anterior superior clavicle plate for an orif of the left clavicle on an unknown date. Three weeks postoperatively, pt fell off an atv and bent the clavicle plate. Surgeon removed the plate on (B)(6) 2012 and revised the pt to another clavicle plate of the same catalog number.

Manufacturer narrative:
Date of implant is approximately 4 weeks prior to explant. A review of the device history record revealed no complaint related anomalies. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications.